Event description:
Hi! My name is (B)(6), a resident of (B)(6) and would like to share my bad experiences with inspire implant and its adverse effects. I have osa and tried CPAP machine but it created a lot of discomfort so I decided to look for other options and I saw this inspire ads in tv. I'd like to have this implant so it can really help alleviate my sleep apnea without the CPAP mask worn while sleeping. I have this device implanted on (B)(6) 2024 and activated on (B)(6) 2024. The first week was fine. It was set-up at 1.7 level. It looks like the device was working fine and I slept well the whole time. As per advice from the inspire rep and doctor's office, I went to the next level and that¿s where my problem started. I woke up in the middle of the night, feeling so hot, my whole body is burning, my face and eyes are so red, my hearts race so fast. I it night and the following evening, lowered it to its original settings. The burning did not go away and this time it's more severe. I decided to stop using it and contacted the inspire office for advice and guidance. I was told that the doctor's office would contact me to adjust the settings. Even though the setting was adjusted, I did not use it anymore, but the symptoms and discomfort did not go away. I decided to have this device removed but my current insurance does not cover the surgeon and the cost of the surgery, so I have to deal with it to the following: 1. Stress and anxiety. 2. Hair is falling out. 3. Burning all over my body. 4. Numbness (feet and hands). 5. Headaches. 6. Excessive body heat. 7. High blood pressure. 8. Sensitivity to cold weather. 9. Sensitivity to warming foods like garlic. Ginger, onions, beef, chicken, coffee, tea to name a few. 10. Sensitivity to loud volume, emf, and electronic devices. 11. Inability to concentrate on my job with all these symptoms that I quit my job. 12. Have to go to ER twice on the first day of feb and feb 04 to get some relief for my high bp and stress and anxiety. I have noticed that the symptoms are more severe when I do some activities like simple exercises, bending, and using my right hand for some. I search for answers on the internet and found out that the model that they put on my body has a recall in 2024. This prompted me to call lnspire, assistance and guidance to see if they can shoulder the cost of the removal, but they insisted they can only reimburse me for the cost once the removed and was proven to be defective.